Manufacturer narrative:
Device evaluated by MFR.: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in a coronary artery. A 2.00mm x 8mm nc emerge® balloon catheter was advanced but failed to cross the lesion and the balloon ruptured during the procedure. The device was completely removed from the patient's body and the procedure was completed with a different size non-bsc balloon catheter. No patient complications were reported and the patient's status was stable.